Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to a pocket infection. There were no additional adverse patient effects reported. The previously capped ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.